Event description:
It was reported that the catheter cracked after 12 hours of insertion. Location of the crack was approximately 2 inches from the multi port hub. It was further stated that leakage was not observed. There were no patient complications.

Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication due to the patient's report of negative dysphotopsia.

Manufacturer narrative:
The iol was received and is currently being analyzed at the manufacturing site. The device met all specifications prior to market release. An update to this MDR will be reported upon completion of the analysis.

Manufacturer narrative:
The intraocular lens was received and the diopter confirmed to be correct as labeled, 19.5 diopters. All other optical measurements met specifications. While we were unable to determine the cause of this event, our investigation reasonably suggests, it is not manufacturing related.